Event description:
The pt service rep (psr) assisting a (B)(6) female pt contacted zoll customer support to report the belt was unable to baseline. The psr was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (unable to baseline pt) has been confirmed. As received, the cable running from the distribution node to ECG c and ECG d was damaged. The root cause of the damaged cable cannot be positively identified, but was a likely a result of excessive force. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.